Event description:
Information received regarding the explanted device notes that the patient was sent to the hospital with symptoms of dizziness and presyncope. An ECG revealed atrial fibrilla- tion with "supposed" atrial undersensing and ventricular exit block. The patient was in bradycardia with only partial stimulation by the pulse generator. The device was replaced and there were no further consequences to the patient.